Event description:
It was reported that during the farapulse atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after transseptal blood leaking was noted from the back of valve. The procedure was completed successfully by using another faradrive. No patient complications have been reported.